Manufacturer narrative:
(B)(4). The device history review for the product, weckvista access balloon port 10mmx70mm, lot number 73g1500025 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon the weck vista port burst. A piece of the balloon detached. It was found in the patient and removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one weck access balloon port for investigation. The returned sample was visually examined with and without magnification. Visual examination of balloon showed that balloon is ruptured in two locations. A tear can be found in the balloon material near the patient end. The blue plastic port material has white indentations located near the tear in the balloon, indicating that the port was likely damaged with a hard material. A piece of the balloon is missing above the torn area. (B)(4). A corrective action is not required at this time as the sample showed signs of misuse. White markings could be seen in the blue plastic material indicating that the port was damaged by a hard material. The balloon was confirmed to have torn and completely ruptured. It is unknown how much air or liquid was injected into the balloon for inflation. All balloon ports are 100% inspected for inflation during the inspection process. There is no evidence to suggest a manufacturing related cause. Based on the damage observed and the time of discovery, operational context caused or contributed to this event. The reported complaint of a ruptured balloon was other remarks: confirmed based upon the sample received. White markings could be seen in the blue plastic material indicating that the port was damaged by a hard material. The balloon was confirmed to have torn and completely ruptured. It is unknown how much air or liquid was injected into the balloon for inflation. The IFU instructs the user to inflate the balloon with no more than 10 cc of liquid or 15 cc of air. All balloon ports are 100% inspected for inflation during the inspection process. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based on the damage observed and the time of discovery, operational context caused or contributed to this event.

Event description:
Alleged event: the balloon the weck vista port burst. A piece of the balloon detached. It was found in the patient and removed. The patient's condition was reported as fine.